Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that their is scratches on the screen. The customer stated that the device was working fine and she could read the screen. The customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm button error. The customer declined to troubleshoot for the no delivery alarm. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer act button is not responding. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.